Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unable to verify battery cap damage due to device received without the original battery cap. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 80 mg/dl at the time of the incident. The customer was at 103 mg/dl at the time of admission, and 233 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the pump passed a displacement test. The customer had been snow boarding on the morning of the incident date and had not eaten anything, yet their pump was saying that they were high. The customer stated their doctor stated the pump adjusted their basal rates. The battery cap on the pump was loose. The pump was exposed to an airport body scanner. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Unable to verify battery cap damage due to pump received without the original battery cap. The motor was tested outside of the device and passed.